Event description:
It was reported that a stuck guidewire occurred. During a pulsed field ablation (pfa) procedure to treat an atrial fibrillation, a farawave pfa catheter was selected for use. After initial therapy applications, the catheter was removed and placed on the back table. The coil was reported to appear snug. Following a post mapping of the heart, the physician decided to retreat a few spots with the farawave catheter. Upon attempting to advance the guidewire and position the catheter in various configurations, the guidewire could no longer advance in the catheter. The physician replaced the guidewire first, but this was unsuccessful. The catheter was replaced, and the procedure was completed successfully without patient complications. The catheter is not expected to be returned as it was retained by the customer.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.